Event description:
Motor hose ruptured after about 5 seconds operation. Motor was run briefly about 3 seconds prior to hand off to surgeon with no problems noted. When the exhaust hose ruptured, there was a loud bang. There were about 8 people in the room at the time. All reported some hearing loss occurred right after the hose rupture and will have hearing tested. An internal incident report at the hosp will be filed. There was a tear noted in the green exhaust hose near the handpiece. There was no pt impact. On follow up it was reported there was no permanent hearing loss.